Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied following the preloaded toric intraocular lenses (iol) implantation. The patient experienced waxy vision in both eyes and requested a lens exchange. However, the iols remain implanted. Further follow up revealed that the patient reports seeing a whitish or blurry appearance, consistent with waxy vision symptoms and the onset date was (B)(6) 2025. The corrected visual acuity has gradually decreased over time in both eyes. The patient underwent a follow-up examination and the uncorrected right distance vision was 0.8 and the corrected left distance vision was 0.4 (corrected to 0.8 with s -1.0d). No further information was provided. Note: a separate report will be submitted for each iol, this report is related to the lens implanted in the patient's left eye.